Event description:
Related manufacturer reference number: 2017865-2021-08966. It was reported the atrial lead and pacemaker had low pacing impedance and the pacemaker had premature battery depletion. The patient presented in clinic for a procedure on (B)(6) 2021 where the pacemaker was extracted and replaced. The impedance values returned to normal after replacement. The patient was stable.

Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported events of premature battery depletion and low lead impedance were confirmed. As received, the device had no output and low battery voltage. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted to end-of-service level. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.